Event description:
During verification testing at the manufacturing facility, it was noted after the "0" key on the keypad was pressed to program a volume to be infused (vtbi) of 20ml, the display indicated a vtbi of 2000ml.

Manufacturer narrative:
During testing, it was noted after the "0" key on the keypad was pressed to program a volume to be infused (vtbi) of 20ml, the display indicated a vtbi of 2000ml. The device was inadvertently remanufactured; therefore, no further testing was completed. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.